Event description:
The vascular stillie table was attempted to be utilized for this case and was not functioning upon the start of the case. The table turned on and off prior to starting the case when it was brought into the room before the case was started, but as we went to move the table and slide it up and down it did not work.